Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) had migrated. The patient underwent a revision procedure wherein the pocket was revised and the ipg remains implanted. No further information has been obtained despite good faith efforts.